Event description:
New information received notes that the right atrial lead was removed and replaced in a follow-up procedure. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of "fluttering". Interrogation revealed that the right atrial lead exhibited high capture thresholds and failure to capture. X-rays revealed that there was no slack on the atrial lead. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported events were unacceptable threshold and lead slack issue. As received, a complete lead was returned in one piece. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.